Event description:
Same case as manufacturer's report #6000093-2006-02076, #6000963-2006-02074, #6000093-2006-02075. Tap. It was reported that 96 days after implantation of 2.5x24mm , 2.75x32mm, 2.5x16mm, and 2.5x12mm taxus express2 drug eluting stent, in-stent restenoses occurred. During the initial procedure the target lesions were located in the left circumflex artery (lcx), left anterior descending artery (lad) and the 2nd diagonal branch artery. A pre-intervention stenosis of 99%, 70-99%, respectively, was reported. Percutaneous transluminal coronary angioplasty (ptca) was performed using a kissing balloon technique on the lcx and lad arteries. Ptca was also performed on the 2nd diagonal branch and lad arteries using a kissing balloon technique. A 2.5x24mm taxus stent was deployed in the lcx in the region of the lesion. In the lad, 2.75x32mm and 2.5x16mm taxus stents were deployed in the region of the lesions. A 2.5x12mm taxus stent was deployed in the 2nd diagonal branch artery in the region of the lesion. A post-intervention residual stenosis of 0% was reported for the lcx, lad, and 2nd diagonal branch artery. It was reported that the patient "tolerated the procedure well'". The patient presented 96 days after the initial procedure with an 80% in-stent restenosis in the lcx, and 90% in-stent restenosis in the ostial lad and 2nd diagonal branch artery. Ptca was performed on the lcx followed by the deployment of a 3.0x12mm taxus stent. The lad was noted to have an ostial 90% in-stent restenosis and a proximal 70% stenosis. Ptca was performed on the lad and a 3.0x32mm taxus stent was deployed at 18 atm in the region of the lesion. The 2nd diagonal branch artery was noted to have "multiple" sites of in-stent restenosis. Ptca was performed on the 2nd diagonal branch artery with a 2.0mm noncompliant balloon. A kissing balloon technique was used on the lad and 2nd diagonal brach artery lesions. A post-intervention residual stenosis of 0% was reported for the lcx, lad, and 2nd diagonal branch artery. The patient reportedly tolerated the procedure "well".

Manufacturer narrative:
The complaint indicated that the stent reamins implanted and the delivery device will not be returned for evaluation; therfore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the branch number for the stent involved in this complaint is not known, the shop floor paperwork could not be examined. Should further relevant information become available; a supplemental medwatch report will be filed.